Manufacturer narrative:
All of the buttons functioned properly. However, moisture damage was found on the keypad traces. The device had cracked reservoir tube lip and minor scratches on the display window noted. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
Customer reported via phone call, the buttons on the insulin pump were sticking. She didn't recall her blood glucose level. The up arrow was sticking and issues is reoccurring and getting worse. Customer didn't recall any significant event which may have caused the keypad. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. She agreed to return the device for further analysis.